Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During correction procedure of a fracture non consolidated styloid 5th metatarsal, surgeon wanted to close the gap with a cannulated. Curettage and performing sequestrectomy of the injury and proceed to reduce with help guide 1.4 mm and a threated screw with help an image intensifier; check is measure for asnis cannulated screw 4.0 x 36mm (ref: 325036s); (lot: f30437); and proceed to verify is closing the gap. Introduce new thread guide to extract the screw and this has no thread, the doctor made cerclage with pins and wire.

Manufacturer narrative:
The reported event that a cannulated screw asnis iii ø4.0x36mm tl12mm was alleged of issue of breakage during surgery (s-11- breakage during surgery) could be confirmed. More detailed information about the complaint event such as the circumstances of the breakage, the type of bone of the patient, as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the unthreaded surface of the screw is not smooth as supposed to be, and it contains "shadows" of threads, as if the unthreaded part was screwed in a threaded surface. The screw is also broken and misses all the threaded bit. The screw head is in good shape. The root cause of the event can be attributed to: no predrilling before screw insertion; the screw was inserted in dense bone in a tangential direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (as-st-2 rev 1 asnis iii optech) was reviewed: ''[...] Contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. See package insert for warnings, precautions, adverse effects and other essential product information. [...] The self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill ø2.7mm (702449) and use of the cannulated tap ø4.0mm (702454) is recommended, especially when placing oblique screws. (Page 8) [...]'' [Original statement(s)]. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] For your information, avail ourself of the training courses and publications offered (e.g. Operative techniques). [...] Pre-operative [...] Inspection is recommended prior to surgery to determine if implants have been damaged during storage. [...] Intra-operative: avoid surface damage of implants; [...] Implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Select the required version carefully; during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.[...]'' [Original statement(s)]. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During correction procedure of a fracture non consolidated styloid 5th metatarsal, surgeon wanted to close the gap with a cannulated. Curettage and performing sequestrectomy of the injury and proceed to reduce with help guide 1.4 mm and a threaded screw with help an image intensifier; check is measure for asnis cannulated screw 4.0 x 36mm (ref: (B)(4)); (lot: f30437); and proceed to verify is closing the gap. Introduce new thread guide to extract the screw and this has no thread, the doctor made cerclage with pins and wire.